Event description:
It was reported that after removing the spinal cord stimulation (scs) trial lead the patient experienced numbness and temporary paralysis in the lower right leg. The patient was admitted to the hospital. The physician assessed that the patient had experienced a cerebrovascular event that caused temporary paralysis and did not believe the event to have been related to the device or procedure. The patient's lower leg paralysis was improving post operatively. Additional information was received indicating the patient has recovered about 60 percent of functionality in the lower right leg. It was also indicated the explanted trial lead was disposed at the facility and was not returned to bsc.

Event description:
It was reported that after removing the spinal cord stimulation (scs) trial lead the patient experienced numbness and temporary paralysis in the lower right leg. The patient was admitted to the hospital. The physician assessed that the patient had experienced a cerebrovascular event that caused temporary paralysis and did not believe the event to have been related to the device or procedure. The patient's lower leg paralysis was improving post operatively.